Event description:
Edwards received information a patient with a 21mm edwards surgical valve implanted eight (8) years, eight (8) months, was evaluated for valve-in-valve procedure due to severe aortic stenosis and mild aortic insufficiency. Patient presented with shortness of breath and le edema. It was determined patient is not viv candidate due to anatomical considerations. Viv was not scheduled.

Manufacturer narrative:
The device history record (DHR) review could not be performed as the serial number is unknown. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received information a patient with a 21mm edwards surgical valve implanted eight (8) years, eight (8) months, is being evaluated for valve-in-valve procedure due to severe aortic stenosis and mild aortic insufficiency.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.